Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient had chest discomfort, classified as unstable angina, one year after the 2.75x38 xience prime stent was implanted in the proximal left anterior descending coronary artery (plad). The plad was revascularized with a stent and the condition resolved. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2015, coronary angiography found an 85% restenosis in the left anterior descending coronary artery stent. Two xience prime stents were implanted and the condition resolved. The patient was discharged from the hospital on (B)(6) 2015. No additional information was provided.